Event description:
It has been reported to philips that system would not generate x-ray. The device was in use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the cube generator which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. Troubleshooting determined that a generator backup reset was needed and the central unit + base extension (cube) of the generator needed to be replaced. Analysis of the system logs confirmed an "x-ray generator" error with a likely cause associated with the tube. The fse replaced the cube. After this replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.